Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient (pt) called for security guidelines but also mentioned a few months ago they had some type of medical scan and didn't realize they had to have the device turned off. Pt stated that during the scan they were shocked throughout the entire body so they had to stop the scan. Pt states they don't remember what type of scan they were having but it was on the back.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.